Manufacturer narrative:
Alleged failure: blurry foggy image. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the most likely root causes for the issues found could be wear and tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was fogging during a procedure, which could not be wiped away.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that there was fogging during a procedure, which could not be wiped away.